Event description:
The recipient reportedly experienced a decrease in performance. Programming adjustments were made, however, the issue was not resolved. On (B)(6) 2016, the recipient underwent surgery to remove the device; however, due to bone growth, the device was attached to the dura and the decision was made to leave the device in place. The electrode array was removed. The recipient was reimplanted with another advanced bionics cochlear device. The electrode array was returned to the company on august 22, 2016.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The electrode array will not be analyzed. A review of the device history record noted no rework. The recipient remains implanted with the device. This is the final report.